Manufacturer narrative:
, Results code of the initial medwatch report indicates: electrical/electronic component problem identified - 4203 section h6, results code of the initial medwatch report should indicate: operational problem identified - 114 and electrical/electronic component problem identified - 4203 conclusion code of the initial medwatch report indicates: cause traced to component failure - 4307 section h6, conclusion code of the initial medwatch report should indicate: cause not established- 4315 and cause traced to component failure - 4307 additional mfg narrative of the initial medwatch report indicates: : code# 2199 - na code# 4016 - unlabeled code# 1559 - unlabeled the device was not returned to physio-control. A third-party service agent evaluated the customer's device and was not able to verify the reported issue of the device unexpectedly losing power. The third-party service agent did observe that the device had an intermittent connection to its therapy connector assembly. After replacing the therapy connector assembly, and performing some other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the unexpected loss of power could not be determined. , additional mfg narrative of the initial medwatch report should indicate: h6: code# 2199 - na code# 4016 - unlabeled code# 1559 - unlabeled the device was not returned to physio-control. A third-party service agent evaluated the customer's device and was not able to reproduce the reported issue of the device unexpectedly losing power. The third-party service agent had downloaded the electronic patient record associated with the reported event and verified that the device had lost power for 15 seconds. It was additionally observed that the device had an intermittent connection to its therapy connector assembly. After replacing the therapy connector assembly, and performing some other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the unexpected loss of power could not be determined.

Event description:
The third-party service agent contacted physio-control to report that their customer's device unexpectedly lost power during patient use.upon initial evaluation, the third party service agent additionally observed that the device had an intermittent connection to its therapy connector assembly. In this state, defibrillation therapy may not be available, if needed. The patient associated with the event was not harmed.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and was not able to verify the reported issue of the device unexpectedly losing power. The third-party service agent did observe that the device had an intermittent connection to its therapy connector assembly. After replacing the therapy connector assembly, and performing some other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the unexpected loss of power could not be determined. Device not evaluated by manufacturer.

Event description:
The third-party service agent contacted physio-control to report that their customer's device unexpectedly lost power during patient use. Upon initial evaluation, the third party service agent additionally observed that the device had an intermittent connection to its therapy connector assembly. In this state, defibrillation therapy may not be available, if needed. The patient associated with the event was not harmed.